Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, and since the device was not returned for evaluation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope tested positive for an unexpected and unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected and unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.